Manufacturer narrative:
The lead remains implanted. If additional information is provided in the future, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise with isometrics and oversensing. There was pacing inhibition observed but no asystole of greater than two seconds. A new rv lead was implanted. No additional adverse patient effects were reported.